Event description:
It was reported by the aci distributor that a patient underwent an interventional peripheral procedure on (B)(6) 2013. Access was obtained via a 6f sheath (model unk). A 50/50 contrast and saline mixture were used. Peri-procedure, the patient was anti-coagulated with heparin. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the physician did not see the white advancer tube although the shuttle was all the way down. The patient was converted to 10 minutes of manual compression at which time hemostasis was achieved. The patient was hospitalized for reasons unrelated to the mynxgrip device / mynxgrip procedure. No further information is available.

Manufacturer narrative:
Visual inspection of the returned device showed that the shuttle was disengaged from the handle. A piece of sealant grip tip was observed adhering to the polyimide shaft, approximately 125mm from balloon proximal tip. A portion of the sealant was stuck to the inside wall of the shuttle cartridge. The advancer tube was found inside the shuttle cartridge which indicated an incomplete engagement of the advancer tube. Shuttle down procedure was simulated and the advancer tube was able to properly engage the tamp locks. The catheter, shuttle cartridge and the introducer sheath were inspected for anomalies that may have obstructed the device path during deployment. No anomalies were observed. The review of the lhr (lot f1322801) indicated that the device lot met all established performance criteria prior to shipment. Based on the provided information and the investigation performed, the probable root cause for the reported failure to deploy could not be conclusively determined.